Event description:
It was reported that during an oral surgery, micro reciprocating saw was leaking a dark brown fluid described as oily from the blade mount area. A readily available alternate device was used to complete the procedure without any procedure delay. The fluid did not leak into the procedure site; no adverse event was associated with the device.